Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: could not duplicate customer's complaint of 400 ref 12 error code was displayed. Unit was evaluated, many attempts of testing, and diagnostics were made, no problem was found, unit passed all diagnostic and functional tests. Minor scratches on unit fascia and keypad membrane; no repairs needed. Multiple scratches on top plate and missing dust cover; replaced the top plate and dust cover. Performed arc detect and software upgrade per service manual. Further a review into the depuy synthes mitek complaints system revealed one other complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sale representative that during a shoulder scope procedure the error code 400/12 was displayed and the procedure was interrupted twice. The procedure was completed with this device and there were no patient consequences reported. The device will be returned. Additional information received by mitek complaint on (B)(6) 2015 by phone: the sales representative confirmed that the procedure was not postposed or rescheduled but that during the case he had to shut down the generator twice and restart it hoping to clear the error code. He reported no patient consequences and a ten (10) minute delay. This happened twice in the same day.